Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following a cataract surgery with an intraocular lens (iol) implant, a crack was observed in the center of the optic post implantation. Additional information was provided indicating that the iol will be replaced when the patient is ready.